Event description:
On an unreported date the patient developed a hernia. On an unreported date, the patient was lifting boxes of the dianeal solutions at home, and experienced a ruptured hernia . On an unreported date, the patient was hospitalized for a ruptured hernia . On an unreported date during that hospitalization, the patient underwent surgery for the ruptured hernia which included placement of a "screen in the whole belly." At the time of this report, the patient recovered from the hernia and hernia rupture. No further information was available.

Manufacturer narrative:
(B)(4). A review of the device history record revealed there were no issues found related to the reported condition. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of patient symptom ? Other/hernia. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it is known to happen approximately around (B)(6) 2013. A device history review was performed finding one exception during manufacturing; however, the device was reworked & passed all subsequent testing. A service history review revealed no previous service events were related to the reported condition. Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.